Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when snare was placed around the polyp it failed to generate current and was unable to cut. The snare loop was wrapped tightly around the polyp and was unable to be removed, so the handle was cut and the loop was left inside the patient. Another sensation snare was used to cut the polyp and free the embedded loop. The loop was successfully removed from the patient and the procedure was completed with the second device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the catheter and wire was cut by the customer at the proximal section; mechanical cut marks were noticed in the internal wire. The cautery pin was inspected and found to be in good condition. Functional analysis could not performed due to the condition of the returned device. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when snare was placed around the polyp it failed to generate current and was unable to cut. The snare loop was wrapped tightly around the polyp and was unable to be removed, so the handle was cut and the loop was left inside the patient. Another sensation snare was used to cut the polyp and free the embedded loop. The loop was successfully removed from the patient and the procedure was completed with the second device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.